Event description:
It was reported that a patient underwent a sling procedure on (B)(6) 2010. On (B)(6) 2010, a piece of the sling from the right side of the vagina was removed due to a small erosion. The patient underwent another procedure for partial mesh removal on an unknown date. On (B)(6) 2011, an additional piece of the sling was removed from the right side of the vagina. It is unclear if the sling was been completely explanted on (B)(6) 2011 or if part of the sling still remains in the patient. Additional information has been requested.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2012. (B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.